Manufacturer narrative:
Per the clinic, the patient experienced poor wound healing and device extrusion (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on march 10, 2026 was filed inadvertently. There was no extrusion occurred for this patient. Per the clinic, the patient was treated with oral antibiotics (date not reported) for 15 days and local antibiotics (date not reported) for 5 days. The patient was also treated with steroids for 5 days (date not reported).

Event description:
Per the clinic, the patient developed a skin infection and extrusion of the device. Additional information has been requested but has not been made available as of the date of this report.